Manufacturer narrative:
One opened cannula was received in a box for the report of no solution came out of the cannula. The returned sample was visually inspected and was found conforming. A functional test was then performed for water flow and was non-conforming for no water was observed exiting the cannula. The sample was then soaked to see if the occlusion frees and a second water flow test was performed and was found to be conforming. A second visual inspection was performed, and the sample was found to be conforming with no foreign material was observed exiting the cannula or in the beaker. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The evaluation of the returned sample confirms no solution came out of the cannula as noted by the customer, however after the cannula was soaked the occlusion was freed. The sample was returned opened, therefore how and when the cannula became occluded could not be determined from this investigation. The most likely root cause for the occlusion is surgical debris/dried viscoat used during the surgery. No specific action with regard to this complaint could be taken because the product met specification once the occlusion was removed.. An acceptance quality limit (aql) sampling is performed to ensure that the product meets release acceptance criteria. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that before surgery no solution came from an ophthalmic operating surgical cannula. Procedure were not reported. There was no patient harm. Additonal information has been requested none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).